Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient went to emergency room (ER) due to elevated diabetic ketoacidosis (dka) caused by infusion set issue event on (B)(6) 2026. The patient's blood glucose level during hospitalized was over 420mg/dl. The patient tested positive for ketones and experienced symptoms including confusion, feeling sick/unwell flu like, altered vision/vision changes. The patient's blood glucose level was treated with insulin via injection was administered in the hospital. No further information available.